Event description:
Chemo pump set to infuse x 24 hrs continuous at 42 cc/hr. Hung at 1315 hrs. Infused next day at 0754 hrs with pump reading 234 pri volume (ml) to be infused. Infused in 18 1/2 hrs. Pump setting appropriate. Med orders appropriate. No adverse outcome to pt.